Manufacturer narrative:
Device analysis report is attached. This report is submitted on october 24, 2023.

Manufacturer narrative:
This report is submitted on september 20, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to re-implant the patient as of the date of this report.